Event description:
It was reported by the clinician that they had an incident where the w19910 broke apart. The w19910 is a double 4-way stopcock. There are luer lock connections on either end, but it is fused between the two stopcocks. The product broke apart at the fused connection while in use on pts. There were no pt complications reported. Additional info received on 7/21/09 by the sales rep from the customer stated "I can say with a pretty high degree of certainty that no cleaning solutions are being used around the area that disconnects. Chlorhexidine may be used where the IV tubing is inserted (this rarely happens), but never where the disconnect has been occurring." ".. The pt had isoproterenol, dopamine, dobutamine, and epinephrine running through the stopcocks at the time of the breakage."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.